Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the operating room for an unrelated generator replacement. Externalized conductors were observed. The electrical function of the lead was observed and tested and no anomalies were detected. The lead was explanted and replaced without any adverse events or effects to the patient.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 12.4-12.5cm from the connector pin, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 7.5-11.0cm from the distal tip. Internal insulation abrasion was noted at 9.5-11.0cm from the distal tip. The etfe coating was intact at these locations.